Event description:
As reported, during a procedure the cap at the end of the front button in the hydro-surg irrigator popped off. There was no reported patient injury.

Manufacturer narrative:
As reported, the hydro-surg irrigator cap popped off during the procedure. To accommodate left-handed users, the design of the trumpet valve includes the removable knurled plug which allows the user to reverse configure the device. A possible cause for the reported condition, is that the knurled plug may have become loosened/unscrewed during use and detached; however, without the subject product, a definitive root cause cannot be determined. The instructions-for-use (IFU), supplied with the device instructs the user to, ¿check and tighten the knurled quick disconnect adapter at the front of the trumpet valve handpiece.¿ no lot number has been provided; therefore, a review of the manufacturing records is not possible. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of 1440 units released for distribution on (B)(6), 2023. Note, the date of event is considered to be a best estimate as (B)(6), 2023 based on the awareness date. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.